Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced a change of stimulation due to lead migration which was comfirmed by x-rays. As a result, the patient's lead was explanted and replaced. During the procedure, the doctor also electively explanted and replaced the ipg to give the patient MRI compatibility. The issue was resolved by surgical intervention.